Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" alarm was confirmed in the sample evaluation task. The cause was defective force sensing resistors (fsrs). Service replaced the fsrs to resolve the reported problem.

Event description:
The customer reported a flogard pump with an alarm f38. It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.